Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0v4fy, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a loss or change of therapy 3 days ago. The device started not working days ago and yesterday it didn't work at all. Last night the patient got up twice and had a complete overflow of urine. The patient had not seen their health care provider (hcp) and had not had their initial follow-up. The implantable neurostimulator (ins) was on, but the voltage was at 0.0v. The patient increased to 0.5v. The patient mentioned they were diabetic. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.